Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set was observed to have air in the line during a low volume (50 ml) chemotherapy drug infusion and as a result, all of the medication could not be delivered to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.